Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The events of capsular contracture and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture grade unknown, seroma-late.

Event description:
Patient reported right side "deformity on the breast" ,"pain", "recall", "prosthesis turned around", "it became completely visible, the outline of the prosthesis crooked in the cleavage, very strange", "stabbing, getting hot", "pain was from the silicone ", "physician visualized in the MRI that the prostheses are wrinkled, which indicates capsular contracture grade unknown", "slightly irregular contours" and "usual-appearing peri-implant fluid." Device remains implanted.